Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture thresholds were observed on the right ventricular lead. Repositioning the rv lead was attempted but was unsuccessful due to helix not retracting. The rv lead was then explanted and replaced. The patient was stable prior to, during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.